Event description:
Boston scientific (bsc) crm received information that this dextrus right ventricular lead was not capturing or sensing consistently one day post implant. Therefore, the lead was explanted and replaced. The date of explant was not reported and it is unclear if the event date is when these issues were discovered or when the lead was explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.